Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable c-reactive protein gen.3 (crp) result for one patient sample. The initial result was 0.10 mg/l and on (B)(6) 2104 the repeat result was 298.40 mg/l. The initial result was reported to the clinicians. The customer did not believe that the patient was adversely affected. The crp reagent lot number 697448. The expiration date was requested but was not provided.

Manufacturer narrative:
Additional information was received. The patient was not adversely affected and was moved from critical care to the orthopedic ward on (B)(6) 2014. A specific root cause could not be identified. Based upon the reaction kinetics provided for investigation and the fact that only one sample was affected, a pre-analytical issue was assumed to be the cause. The analyzer alarm data, calibration, and quality control data showed no issues.